Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged difficulty breathing. There was no report of serious patient harm or injury. The device was returned to the product investigation laboratory (pil) and product investigation laboratory (pil) could not confirm the any evidence of foreign black particulates external to the device inside of it. The device was visually inspected, confirmed the results of the automated mtfs showing sensor failures due to contamination. All other contamination found inside the device appears to be from the patient's environment: light dirt, dust, hair, particles throughout air/flow path, and inside the transition tubing. Product investigation laboratory (pil) was unable to address the symptoms described.